Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). Also was involved rlt281416j/16352702 and the medwatch# 3007284313-2019-00370 was emailed on december 9, 2019 to cover type ii endoleaks. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of event will be used (B)(6) 2019 - the date of aneurysm enlargement.

Event description:
On (B)(6) 2017, this patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, a gore® excluder® aaa endoprosthesis featuring c3® delivery system was deployed on the right side and a gore® excluder® aaa endoprosthesis contralateral leg component was deployed on the left side. On (B)(6) 2019, imaging showed aneurysm enlargement (amount unknown). On (B)(6) 2019, a reintervention was performed to treat an aneurysm enlargement. Reportedly, based on the intra-procedural observation on (B)(6) 2019, a distal type I endoleak in the left common iliac artery associated with a pxc141200j was confirmed. The left internal iliac artery was embolized, and the left leg was extended to the left external iliac artery using an iliac extender component to repair the distal type I endoleak. The endoleak was fixed. The patient tolerated the procedure. The cause of the type I endoleak was unknown. It was unknown if the type I endoleak caused the aneurysm enlargement. Reportedly, type ii endoleaks were also observed and were investigated in the event# 43314. The physician reported that follow-up was not performed well before these events occurred, so no further confirmation could be made.